Event description:
IV tubing b/braun was left hanging on the pole. No nursing report of problem with transfusion. While preparing for new (ivab) IV antibiotic, the nurse observed additional plastic piece where the sensor is to determine flow.